Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience elevated blood glucose (bg) levels between 400 to over 600 (mg/dl) since using the pump. Customer indicated that elevated bg levels would be addressed with correction boluses administered by the pump and/or manual corrections. Reportedly, customer tried using different infusion sets and bg levels still remained elevated. No additional information was provided on the reported event.